Manufacturer narrative:
The history record for the lot number provided will be reviewed. No analysis or conclusions can be made with out the device.

Event description:
A report was received of an unspecified failure of the tube which occurred during maxillofacial surgery. The patient was recannulated. No other info or details were contained in the report.